Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of pump stops and low speed events, a specific cause for these events could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, these findings could be indicative of a potential driveline issue. In addition, a specific cause for the report of elevated ldh, transient ischemic attack, and ischemic cardiomyopathy could not be conclusively determined through this evaluation. The submitted log files captures several transient pump stops and low speed hazard/advisory events on (B)(6) 2019. These events occurred while the system controller was connected to 14v li-ion battery power. Power elevations up to 23.1 w were observed during some of these events. Low flow hazard alarms were also noted during these events, corresponding with the low speed hazard alarms. The heartmate ii left ventricular assist system (lvas) instructions for use lists hemolysis and stroke as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was transported to (B)(6) hospital in (B)(6) due to pump stoppages from potential driveline short-to-shield. The patient was implanted at (B)(6). Per vad coordinator, the patient was not a candidate for an exchange due to low flows, transient ischemic attacks (tia), etc. From patient information, the short-to-shield was believed to be an internal issue with the driveline. The hospital was able to get an ungrounded cable from (B)(6). An ungrounded cable needed to be sent to (B)(6) for them to have one on hand. Patient had ldh 940, total bilirubin 2.0 with multiple pump stops, low flow alarms and speeds below auto speed low. Patient had external driveline repaired by (B)(6) without resolution of the alarms. In (B)(6) 2019, patient had recent elevation of ldh up to 1900 while admitted at (B)(6) in (B)(6). Ldh was 940 on (B)(6) 2019. The log file captured pump stops on (B)(6) 2019. These continued to occur intermittently throughout the remainder of the log file. The stops all occurred while the patient is on battery power. This appeared to be caused by a percutaneous (perc) lead phase to phase short. Records showed the entire external perc lead was replaced so another repair was not an option. At this point the only option that remained to resolve this issue was to replace the pump.

Manufacturer narrative:
Approximate age of device: 5 years 11 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient seemed to be having a short to shield. He had a history of driveline repair from the company. The log file analysis showed that there were brief pump stops on (B)(6) and (B)(6) 2019. These all occurred while on battery power.